Event description:
A malfunction was reported on a pump, identified by the code 16-0x20e6. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, cts decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continued uninterrupted. Cts sent a replacement pump and advised the customer on necessary steps upon receiving it, including instructions for storage mode before returning the malfunctioning pump to tandem. The customer acknowledged and understood all instructions.